Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros nt pro-bnp ii results were obtained from a non-vitros mas level 1 qc fluid using vitros immunodiagnostics products nt pro-bnp ii reagent lot 0190 in combination with a vitros xt 7600 integrated system. Mas lot cxl2504 level 1 quality control results of 197 and 190 pg/ml vs. Expected result of 266.4 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected nt pro-bnp ii quality control results were from non-patient fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros nt pro-bnp ii results were obtained from a non-vitros mas level 1 qc fluid using vitros immunodiagnostics products nt pro-bnp ii reagent lot 0190 in combination with a vitros xt 7600 integrated system. The most likely assignable cause is instrument related. In addition to the low nt pro-bnp ii level 1 qc fluid results, the customer also obtained lower than expected level 2 qc fluid results at the same time. The vitros xt 7600 integrated system was posting final well wash condition codes when the lower than expected results were obtained. The ortho tsc guided the customer through troubleshooting actions to turn off circuit board 14 and reset the final well wash heater cable. Following these actions by the customer, the customer successfully processed qc fluids without issue and accepted the instrument back into use as troubleshooting actions have returned this instrument to expected operation.